Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the pilot valve is leaking. Additional malfunction is the power switch short circuited.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.